Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired due to congestive heart failure and non ischemic cardiomyopathy. At the time of the patient's death, there were no product performance allegations. New information indicates that a representative for the patient has retained an attorney and recently submitted paperwork as part of the litigation process. There was an allegation that on (B)(6) 2006 the patient's aortic valve was torn resulting in their death three days later. Additional information received indicates that this legal case has been settled and/or dismissed. The device was returned for analysis.

Manufacturer narrative:
Analysis is ongoing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.